Event description:
Information was received the patient had worsening skin appearance due to implant prominence. The patient underwent a revision and the rod was removed.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.